Event description:
It was reported to boston scientific corporation that an extractor retrieval balloon was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(4), 2011. According to the complaint, during the procedure the balloon's catheter broke in two where the physician was manipulating the balloon above the scope. The other end of the device had been advanced into the common bile duct and the catheter stayed down the scope's working channel. The physician had to remove the scope from the patient and remove the catheter from the scope. The physician reinserted the scope into the patient and completed the procedure with a bsc trapezoid basket with no patient complications and the patient is fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The device history record review confirms that this device met all material, assembly and performance specifications. A review for similar complaints lot number 13997895 was conducted and there were no other complaints reported.